Event description:
The manufacturer received information alleging a patient lost oxygen saturation during use of a ventilator. The customer also stated they suspect it was from a wet filter partially being occluded. No intervention was specified. The ventilator was returned to the third-party service center for evaluation and no actionable errors were found. No unusual operation occurred during bench run in. However, upon final testing the device failed a test sequence. The device's system pca to fio2 cable was replaced to address the issue. Device passed final testing.

Manufacturer narrative:
H3 other text : third-party service.